Manufacturer narrative:
(B)(4: additional surgical procedure is not listed in the instructions for use. Occlusion is listed in the instructions for use. Event is still under investigation.

Event description:
A male pt with abdominal aortic aneurysm had a zenith flex aaa endovascular graft iliac leg placed over a year ago that became occluded due to pt anatomy. A subsequent procedure was done on (B)(6) 2011 to place a zenith aui device in combination with a fem-fem bypass. A zenith renu aaa ancillary graft converter was used to repair the original implanted graft. Both original and current zenith devices are still implanted.